Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, urinary tract disorder, bladder disorder, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date initially given was (B)(6) 2010, but in current pfs (B)(6) 2010 was given. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems, bladder problems, fatigue and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems , bladder problems, fatigue, hormonal changes and she did not underwent essure confirmation test.. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 35-year-old female patient who had essure (batch no. 758631), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test". The patient's medical history included: loop electrosurgical excision procedure in 2005, cervical dysplasia and gestational diabetes mellitus. Previously administered products included, for an unreported indication: nora-be, celexa, levlen and levora. Concurrent conditions included: overweight, irritable bowel syndrome, vitamin d deficiency, anemia, chronic sinusitis, bicuspid aortic valve, obesity, aorta coarctation repair, colon adenoma, prediabetes, behavioural induced insufficient sleep syndrome, snoring, pap smear abnormal, hypertension, low back pain, hot flashes, sweating, urinary frequency, stress incontinence, female, hyperlipidemia, vaginal odour, pelvic cellulitis, vulval burning sensation, vulval irritation, cystocele, hyperhidrosis, myofascial pain syndrome, myofascial pain syndrome, vulvovaginal disorder, sebaceous cyst, uterine bleeding, urinary incontinence, bacterial vaginosis, nocturia and incomplete bladder emptying. Concomitant products included: amoxicillin, cefixime (flexeril), celecoxib (celexa), etodolac (lodine), omeprazole (prilosec), phentermine hydrochloride (adipex) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psych injury/depression"), anxiety ("anxiety"), alopecia ("hair loss"). The first episode of memory impairment ("forgetfulness"), hypovitaminosis ("hormonal vitamin deficiency"). And weight fluctuation ("weight change"), (B)(6) month (B)(6) days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: chronic uti"), vaginal discharge ("vaginal discharge"), urinary incontinence ("urinary problems/bladder or urinary problems or changes incontinence"), abdominal distension ("gastrointestinal or digestive system condition, type: bloating"), bacterial vaginosis ("bacterial vaginosis") and bacterial infection ("bacterial infection"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/abnormal heavy bleeding"). And vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss, specify which one: weight gain"). And experienced obesity ("obesity"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), mood swings ("hormonal changes"). And the second episode of memory impairment ("forgetfulness"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, vaginal discharge, vaginal infection, urinary incontinence, fatigue, mood swings, female sexual dysfunction, depression, anxiety, weight increased, abdominal distension, the last episode of memory impairment, alopecia, bacterial vaginosis, bacterial infection, hypovitaminosis, headache and weight fluctuation outcome was unknown. And the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, menorrhagia, metrorrhagia, migraine, mood swings, obesity, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: discrepancy noted, in essure insertion date initially given was (B)(6) 2010, but in current pfs (B)(6) 2010 was given. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems, bladder problems, fatigue and hormonal changes. Current weight 160 lbs. Coils: 2 right, 2 left. Discrepancy noted, essure removal date initially was given (B)(6) 2019 00:00, but in the current pfs it was given as (B)(6). Also reported, as patient is planning for removal. However, essure has already been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.2 kg/sqm. Abdominal x-ray: on (B)(6) 2019, no dilated loops of small bowel to suggest obstruction. No abnormal calcifications projecting over the kidneys or ureters. No radiopaque essure coil visualized within the pelvis or elsewhere within the abdomen. Unchanged surgical clip within the right upper quadrant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bladder problem, depression, menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain, abdomen pain, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot number, reporter details were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2005, cervical dysplasia and gestational diabetes mellitus. Previously administered products included for an unreported indication: nora-be, celexa, levlen and levora. Concurrent conditions included overweight, irritable bowel syndrome, vitamin d deficiency, anemia, chronic sinusitis, bicuspid aortic valve, obesity, aorta coarctation repair, colon adenoma, prediabetes, behavioural induced insufficient sleep syndrome, snoring, pap smear abnormal, hypertension, low back pain, hot flashes, sweating, urinary frequency, stress incontinence, female, hyperlipidemia, vaginal odour, pelvic cellulitis, vulval burning sensation, vulval irritation, cystocele, hyperhidrosis, myofascial pain syndrome, myofascial pain syndrome, vulvovaginal disorder, sebaceous cyst, uterine bleeding, urinary incontinence, bacterial vaginosis, nocturia and incomplete bladder emptying. Concomitant products included amoxicillin, cefixime (flexeril), celecoxib (celexa), etodolac (lodine), omeprazole (prilosec), phentermine hydrochloride (adipex) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psych injury/ depression"), anxiety ("anxiety"), alopecia ("hair loss"), the first episode of memory impairment ("forgetfulness"), hypovitaminosis ("hormonal vitamin deficiency") and weight fluctuation ("weight change"), 1 month 3 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines/headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), vaginal discharge ("vaginal discharge"), urinary incontinence ("urinary problems/bladder or urinary problems or changes incontinence"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), bacterial vaginosis ("bacterial vaginosis") and bacterial infection ("bacterial infection"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)/ abnormal heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced obesity ("obesity"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), mood swings ("hormonal changes") and the second episode of memory impairment ("forgetfulness"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, vaginal discharge, vaginal infection, urinary incontinence, fatigue, mood swings, female sexual dysfunction, depression, anxiety, weight increased, abdominal distension, the last episode of memory impairment, alopecia, bacterial vaginosis, bacterial infection, hypovitaminosis, headache and weight fluctuation outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, menorrhagia, metrorrhagia, migraine, mood swings, obesity, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: discrepancy noted in essure insertion date initially given was (B)(6) 2010, but in current pfs (B)(6) 2010 was given. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems, bladder problems, fatigue and hormonal changes. Current weight 160 lbs. Coils 2 right, 2left. Discrepancy noted essure removal date initially was given (B)(6) 2019 00:00 but in the current pfs it was given as (B)(6). Also, reported as patient is planning for removal, however, essure has already been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Abdominal x-ray - on (B)(6) 2019: no dilated loops of small bowel to suggest obstruction. No abnormal calcifications projecting over the kidneys or ureters. No radiopaque essure coil visualized within the pelvis or elsewhere within the abdomen. Unchanged surgical clip within the right upper quadrant.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- bladder problem, depression, menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain, abdomen pain, dyspareunia. Lot number:758631 manufacturing date:2010/07 expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/ abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2005, cervical dysplasia and gestational diabetes mellitus. Concurrent conditions included overweight, irritable bowel syndrome, vitamin d deficiency, anemia, chronic sinusitis, bicuspid aortic valve, obesity, aorta coarctation repair, colon adenoma, prediabetes, behavioural induced insufficient sleep syndrome, snoring, pap smear abnormal, hypertension, low back pain, hot flashes, sweating, urinary frequency, stress incontinence, female, hyperlipidemia, vaginal odour, pelvic cellulitis, vulval burning sensation, vulval irritation, cystocele, hyperhidrosis, myofascial pain syndrome, myofascial pain syndrome, vulvovaginal disorder, sebaceous cyst, uterine bleeding, urinary incontinence, bacterial vaginosis, nocturia and incomplete bladder emptying. Concomitant products included amoxicillin, cefixime (flexeril), celecoxib (celexa), etodolac (lodine), omeprazole (prilosec), phentermine hydrochloride (adipex) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)/ abnormal heavy bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), memory impairment ("forgetfulness") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, vaginal haemorrhage, cystitis, female sexual dysfunction, depression, anxiety, weight increased, abdominal distension, memory impairment and alopecia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, memory impairment, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date initially given was (B)(6) 2010, but in current pfs (B)(6) 2010 was given. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems, bladder problems, fatigue and hormonal changes. Current weight 160 lbs. Coils 2 right, 2left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Abdominal x-ray - on (B)(6) 2019: impression: no dilated loops of small bowel to suggest obstruction. No abnormal calcifications projecting over the kidneys or ureters. No radiopaque essure coil visualized within the pelvis or elsewhere within the abdomen. Unchanged surgical clip within the right upper quadrant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- bladder problem, depression, menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain, abdomen pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : new events added - abnormal bleeding (vaginal), bladder infection, apareunia, migraines / headaches, bloating, forgetfulness, hair loss, depression, anxiety, weight gain, abdominal pain lower. Outcome of the event general abnormal bleeding was updated with recovered/resolved. Concomitant drugs, concomitant conditions, medical history, reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2005, cervical dysplasia and gestational diabetes mellitus. Previously administered products included for an unreported indication: nora-be, celexa, levlen and levora. Concurrent conditions included overweight, irritable bowel syndrome, vitamin d deficiency, anemia, chronic sinusitis, bicuspid aortic valve, obesity, aorta coarctation repair, colon adenoma, prediabetes, behavioural induced insufficient sleep syndrome, snoring, pap smear abnormal, hypertension, low back pain, hot flashes, sweating, urinary frequency, stress incontinence, female, hyperlipidemia, vaginal odour, pelvic cellulitis, vulval burning sensation, vulval irritation, cystocele, hyperhidrosis, myofascial pain syndrome, myofascial pain syndrome, vulvovaginal disorder, sebaceous cyst, uterine bleeding, urinary incontinence, bacterial vaginosis, nocturia and incomplete bladder emptying. Concomitant products included amoxicillin, cefixime (flexeril), celecoxib (celexa), etodolac (lodine), omeprazole (prilosec), phentermine hydrochloride (adipex) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psych injury/ depression"), anxiety ("anxiety"), alopecia ("hair loss"), the first episode of memory impairment ("forgetfulness"), hypovitaminosis ("hormonal vitamin deficiency") and weight fluctuation ("weight change"), 1 month 3 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines/headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), vaginal discharge ("vaginal discharge"), incontinence ("urinary problems/bladder or urinary problems or changes incontinence"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), bacterial vaginosis ("bacterial vaginosis") and bacterial infection ("bacterial infection"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)/ abnormal heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced obesity ("obesity"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), mood swings ("hormonal changes") and the second episode of memory impairment ("forgetfulness"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, vaginal discharge, vaginal infection, incontinence, fatigue, mood swings, female sexual dysfunction, depression, anxiety, weight increased, abdominal distension, the last episode of memory impairment, alopecia, bacterial vaginosis, bacterial infection, hypovitaminosis, headache and weight fluctuation outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, incontinence, menorrhagia, metrorrhagia, migraine, mood swings, obesity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: discrepancy noted in essure insertion date initially given was (B)(6) 2010, but in current pfs (B)(6) 2010 was given. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), psych injury, uti, vaginal discharge, vaginal infection, urinary problems, bladder problems, fatigue and hormonal changes. Current weight 160 lbs. Coils 2 right, 2left. Discrepancy noted essure removal date initially was given (B)(6) 2019 00:00 but in the current pfs it was given as 10 march. Also, reported as patient is planning for removal, however, essure has already been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Abdominal x-ray - on (B)(6) 2019: no dilated loops of small bowel to suggest obstruction. No abnormal calcifications projecting over the kidneys or ureters. No radiopaque essure coil visualized within the pelvis or elsewhere within the abdomen. Unchanged surgical clip within the right upper quadrant.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- bladder problem, depression, menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain, abdomen pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event bacterial vaginosis, forgetfulness, obesity, bacterial infection, hormonal vitamin deficiency, headache, weight change. Event coding from hormonal changes was updated as mood swing and from urinary tract disorder to incontinence. Event outcome of vaginal bleeding and menorrhagia was updated as recovered resolved, event onset date was added, reporters information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.